Manufacturer narrative:
The technician replaced the brake/steer linkage to repair the bed and cross shaft to repair the bed.

Event description:
Information received indicates when the brake is engaged, it will pop out of position and not hold.